Event description:
This connector was implanted off-pump without "any problems" during loading or deployment. The outer diameter of the vein measured 5.25 mm under syringe pressure and the aortic wall was approx 2.0 mm and was noted to be "normal" without calcification or plaque. The connector was deployed right anterolaterally under an aortic pressure of 65 mm hg and the distal end was anastomosed to the right coronary artery. The pt's recovery was "good" for approx 40 hours; however, the pt "suddenly" lost consciousness after a "dramatic" drop in pressure. CPR was administered and blood appeared in the drains in about 1 to 2 minutes. At reoperation, the connector was noted to be detached from the aorta and the pt expired after approx 10 minutes. Post mortem examination indicated the cause of death was hemorrhagic shock.